Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results for 2 patients. The customer provided the following data: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a review of service history, a search for similar complaints, and a labeling review. The abbott field service engineer (fse) observed crystallization on the syringe assembly. The issue was resolved through normal troubleshooting by replacing the worn syringe assembly. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. No adverse trends were identified for the syringe assembly. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the syringe assembly or the architect i200sr analyzer, list number 03m74 was identified.